Event description:
According to the available information, after preparation of an implant without issue, and successful implantation of the pump and cylinders, the pump would not refill. Implant was removed and replaced with another device successfully during the procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the detached connector / tubing. The information received indicated the device was not refilling, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, after preparation of an implant without issue, and successful implantation of the pump and cylinders, the pump would not refill. Implant was removed and replaced with another device successfully during the procedure.